Manufacturer narrative:
The controller was not returned to be evaluated. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis confirmed a controller power up and its respective motor start on (B)(6) 2017 at 11:12:48. The data point before the loss of power revealed that one battery was connected to power port 1 with 74% relative state of charge (rsoc) and another battery was connected to power port 2 with 30% rsoc. After the loss of power, the battery was connected to power port 1 with 72% rsoc and the other battery was connected to power port 2 with 203% rsoc. The "203" value indicates that the battery experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnection may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and battery had occurred. Based on the available information, the most likely root cause of the loss of power can be attributed to double disconnection due to an accidental disconnection of both power sources as stated in the reported event. The reported ¿no power alarm¿ failure could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving ¿no power¿ alarm failure may be attributed, but not limited to, to a faulty internal nimh battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alleged controller had a controller fault.

Manufacturer narrative:
Product event summary: additional information an internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site indicating the controller con182384 was replaced with controller con214604 on (B)(6) 2017. It was also reported the duration of the double disconnect was only a few seconds.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both battery sources were accidentally disconnected due to a handling mistake by the patient. The batteries were reconnected immediately. When the batteries were disconnected the "no power alarm" did not sound. The product was not returned to the manufacturer. There was no reported consequence or impact to the patient.